Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the lead of the pt's device could not be properly placed. It was unk if there was a product problem. It was stated the "anatomy of the pt did not allow for optimal steerability." The initial surgery on (B)(6) 2010 was canceled. On (B)(6) 2010, the pt had a lead successfully placed. It was stated the pt was receiving "adequate therapy." The main device info was not reported.